Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced six insulin flow blocked alarm events on (B)(6) 2026. The blockage was due to a bent cannula. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.